Event description:
It was reported to philips that the allura system shuts down intermittently. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc, hard drive and the ups batteries which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was shutting down. Upon troubleshooting, the fse found the issue with the frontal ippc and ups batteries. Review of the system log file showed ¿image processor¿ malfunction. Part analysis for defective part is performed and provided as, ¿unit failed due to missing hdds.¿. Fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.